Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. Visual inspection confirms that the handle is functioning as intended. It was also observed that the implants were still inside the needle. The plastic sleeve which protects the needle is not deformed. The suture seems to be cut/damaged. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the implant to become stuck against the surface of the tissue. When the implant becomes stuck against the surface of the tissue, the implants will not deploy therefore is a potential root cause for the reported failure. When this occurs the implants will not deploy properly leads to suture damage during the procedure. No non-conformances were identified for this part number, lot number combination per qlik query executed on 6/25/2019. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate that the anchor of the truespan 12 degree peek did not deploy. Suture broke during second implant fired. Additional information provided by the affiliate reported the alleged malfunction occurred during an arthroscopy acl reconstruction and caused a surgical delay of 10 to 15 minutes. There are no known patient consequences and the procedure was completed with another like device which was readily available with no surgical intervention. The affiliate also stated the suture broke when pulling out the device to fire the second implant it broke and the suture did not come in contact with any instrument before it broke. It was stated by the affiliate that the surgeon utilized proper suture management and arthro pusher cutter & malleable retractor were used .